Event description:
During a robotic procedure the surgeon was using the robotic stapler and the 12-8mm reducer. Part of the reducer (the metal tip) unknowingly fell off and was left behind in the patient. FDA safety report ID # (B)(4).